Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2003. The patient experienced pain, erosion of her internal bodily tissue, urinary sphincter deficiency, urinary urgency, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Urinary sphincter deficiency. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-014449. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional information: additional narrative: it was reported that patient developed urinary retention postoperatively from mesh implantation and went under urethrolysis by dr. (B)(6) on (B)(6) 2003. No further information received from these medical records.

Manufacturer narrative:
The patient underwent mesh revision and removal surgeries on (B)(6) 2003, 2004, 2005 and (B)(6) 2007, due to total bladder retention and spasms. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, and bladder prolapse. The patient underwent takedown surgeries in 2004 and in 2005. The patient underwent neurostimulator implantation in 2004 due to retention and pain. The patient underwent botox injections into the bladder and trigger point injections in abdomen in 2006. The patient underwent cystoscopy and removal of sling and neurotransmitter due to pain and increased leaking in (B)(6) 2007. (B)(4).

Manufacturer narrative:
Date sent to FDA: 05/07/2020. Corrected information: manufacturing site name. Additional narrative: it was reported that following insertion the patient experienced incontinence, scarring and urinary tract infection.